Event description:
It was reported that the physician initially reversed the atrial and ventricle leads in the header. When attempting to place and tighten them in the correct ports the set screw would not engage with the screw driver. A new screwdriver was attempted with the same results. The physician requested a new device that was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.